Event description:
It was reported that the pump was removed in (B)(6) 2012 because the patient had a "falling out" with her doctor and the pump was "empty" and was about to "bust out of her skin" for several months prior to having it removed. The patient noted she lost a lot of weight and then the pump was sticking out and looked like it was going to come through her skin. The patient noted being told the pump battery was "still good" and had 4 more years of battery life. The patient also stated her pump made her drowsy all the time. The patient's back still hurt, but she noted she felt better because she was tired and drowsy a lot with the pump. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4).